Manufacturer narrative:
Initial and final (B)(4) -device 1 of 2. E1: patient city: (B)(6). Patient country: sweden. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in sweden. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. On (B)(6) 2025, the patient reportedly experienced an incident where the tubing of the infusion set became detached. The disconnection happened at the connector point. The infusion set had been in use for over 1-2 days. The insertion site was located on the left side of the buttocks. The event took place during physical activity. No further information available.